Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the device that was received in this complaint is the device that belongs to another complaint. Pc-(B)(4) will be updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in pc-(B)(4) because the device belongs to that complaint. The correct serial number was (B)(4) the date of implantation was (B)(6) 2017, this device was for the left side. All analysis report and documentation will be transferred to original complaint pc-(B)(4). On (B)(6) 2019, according to the information provided, clarification was received under complaint pc-(B)(4) indicating that the initially reported products were incorrect and the device received was the correct one for pc(B)(4), therefore there is no blind device for this complaint (pc-(B)(4).. Since there is no product for this complaint file, no further investigation or documentation will be done in this complaint file and no determination of possible contributing factors will be made for this pc-(B)(4). Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown manufacturer¿s reference number: note: the device had some patient information on it. Patient¿s initials (B)(6), sex: female, date of birth (B)(6) 1961 and date of surgery (B)(6) 2019. However, the lot number does not match the device of the complaint with manufacturing number 1645337-2019-14011, (B)(4). The product side was left side. Therefore, it will be reported as a blind device. Once clarification is received of why the device was sent to mentor a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2019, saline mentor smooth round spectrum 425cc breast implant was received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, it will be conservatively reported to FDA as an event requiring medical device removal from a patient.